Manufacturer narrative:
Waiting for investigation. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed that the proximal contact wire was found to be intact, the coil delivery wire was kinked bent, and the main coil appears to have been detached as it was not returned with the device. Function testing was not carried out as the main coil was not retuned. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. From analysis, it can be seen that the main coil was detached from the pusher wire which would confirm the as reported event. It can be presumed that the main coil difficulty inserting and coil in catheter friction would have led to the premature detachment. Therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
While withdrawing the coil (subject device), the physician experienced friction and the coil deployed within the microcatheter. There were no clinical consequences to the patient.